Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 40 mg/dl. The customer treated with food. The customer reported some damage to the battery cap of the insulin pump. A new battery cap for the insulin pump would be shipped to the customer. The customer also reported a battery out limit alarm from the insulin pump. The customer has reverted to managing blood glucose levels by manual insulin injections. No additional information was provided.